Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who rec'd super poligrip free denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip free denture adhesive cream (dental). At an unk time, after starting super poligrip free denture adhesive cream, the pt experienced anemia, chilled, cold feeling, strange taste in mouth, after taste, "can't taste things that well" (reduced sense of taste), numb feeling in mouth, mouth did not feel good and roof of mouth numb. This case was assessed as medically serious by gsk. Treatment with super poligrip free denture adhesive cream was continued. At the time of reporting, the events were unresolved. MFR's comment: super poligrip free denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (lot number x09124). It is unk if the product will be returned for quality assurance testing. (B)(4).